Event description:
During a coronary drug eluting stenting treatment procedure, stent strut damage occurred. In 2005, the taxus express2 2.5 x 20 mm drug eluting stent was unable to cross the target lesion located in the left anterior descending artery (lad). Once the device was removed, the distal edge of the stent was noticed to have a strut lifted. Another of the same device was used to successfully complete the procedure. There were no patient complications.